Manufacturer narrative:
(B)(4) date sent: 08/25/2021 d4: batch # u5cn02 this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows cut tissue with no incomplete staple line. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not fire the instrument if the orange indicator is not advanced as far as possible within the green range of the gap setting scale. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Warning: do not fire the instrument more than one time. Additional firings could result in tissue damage. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2021. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Photo was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information: I spoke to the surgeon. He stated that the device "felt weird" when he fired it. Stated that the breakaway washer didn't crunch, and it looked like only half of the staples deployed.

Event description:
It was reported that during a sigmoid colectomy procedure, the ecs29a circular stapler "misfired." No staples were deployed however, it cut through tissue. The surgeon resected out the entire segment along with additional sigmoid and rectal tissue, and re-anastomosed with another ecs29a stapler. The surgery was delayed by thirty minutes and was completed with no patient consequences.